Event description:
It was reported that there was an issue with gd455m - micro-line angled hdpc 1:2 f/ 2.35 x 70 mm. According to the complaint description, the tip generated heat. This occurred during a tooth extraction surgery on (B)(6) 2022. There was temporary impairment. A burn was found at the lower right corner of the mouth. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: d4 - serial number. D9 - product return. Investigation: we did receive the handpiece for investigation. The investigation was carried out by the aesculap technical service (ats). The handpiece with the serial number 2018-1002961 (lot unknown) was manufactured in 2018. In our sap system we could not found that the product had maintenance performed. Due to the long use since 2018, the product has been worn out accordingly and is in poor condition. The analysis was be done according to the service manual version 2.0. The results are as follows: there is a strong heat development. Handpiece tested by 30 000 1/min - 3 minutes endurance run - temperature 44,5°. Handpiece tested by 40 000 1/min - 3 minutes endurance run - temperature 71,1°. Additionally it was detected that the ball bearing is defective and with residues. Furthermore the bevel pinion is worn. Therefore, we recommend that the product undergo maintainance at least once a year. Additionally, there can be risk of burns caused by blunt tools or inadequacy of maintenance as per the instructions for use (IFU). Batch history review: due to the fact that a lot number was not provided, a review of the device history records must remain incomplete. The review of risk assessment revealed that the overall risk level (severity 6(10) x probability of occurrence 3(10)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation, the root cause of the problem is most probably reprocessing related and lack of maintenance. Based upon the investigation results, a CAPA is not necessary.